Manufacturer narrative:
(B)(4): the customer reported that the electric drive belt defibrillation capacity is over the limit. The customer was informed that this device has been out of support since (B)(4) 1999 and parts are no longer available. Based on the customer's report, we will consider this a reportable malfunction of the unit. We cannot determine the cause.

Event description:
The customer reported that the electric drive belt defibrillation capacity is over the limit.